Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During follow up it was reported that the patient's aneurysm is still growing. The patient received an intervention to resolve the unknown endoleak. The physician noted that the aneurx limb had migrated out of the gate approximately 1.5cm and also a stent fracture was also noted in the limb. The physician coiled through the hole in the aneurx limb and extended with two additional endurant pieces (16x20x82 and a 24x24x82). The endoleak from the stent fracture was resolved. The physician noted that it appeared that the patient had a small type ii endoleak; however, it was not significant. No additional clinical sequelae were reported and the patient is doing fine. A review of returned cta's from 4 years post-implant revealed that an endurant cuff was positioned just below the renals. The endurant stent graft proximal od is 28mm the talent aaa bifurcate was approximately 2cm below the lowest left renal. The ipsi limb and extension were implanted into the right external iliac artery, and the aneurx limb was implanted within the left common iliac artery. The max diameter aaa measures 8.8cm. Contrast is seen within the distal sac and appears to be coming from the left/contra limb. The endoleak type is uncertain; may be a distal type I or a type iii fabric. Near the area of contrast there is a strut segment that appears to have fractured and pulled away from the aneurx stent graft. Other than the stent fracture, the contra limb is essentially straight and there is 3cm of distal seal length. The distal stent graft od is 19mm. The aneurx contra limb is overlapping the gate by approximately 2.5 ¿ 3.0cm; the proximal contra limb is just below the level of the flow divider and no type iii separation endoleak is visible. Both limbs are patent. Films from four years post-implant again show the endurant cuff just below the renals. An endoleak is again seen in the distal sac likely coming from the contra limb; approximately 3cm up from the distal end of the contra limb. The fractured stent is again seen. There continues to be adequate contra limb overlap (2.5-3cm) within the bifurcate gate and no type iii gate separation. The max diameter aaa is currently 9cm. The endoleak within the distal contra limb appears more likely to be a type iii fabric endoleak, possibly related to the fractured stent seen near the endoleak, or this may be a distal type I. The cause of the endoleak and stent fracture cannot be determined. No type iii separation was seen across the gate; the reported type iii separation may have been due to an imaging error during 3d reconstruction. The cause of the possible talent bifurcate migration is unknown; earlier follow-up images were not provided.

Manufacturer narrative:
(B)(4).